Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost a significant amount of weight and experienced discomfort at his ipg site. Follow-up indicated the pt has a consult with his physician to discuss having his system removed. No further information is available at this time.